Event description:
Diabetic was experiencing low blood symptoms. His wife tested his blood glucose on suspect device as 118 mg/dl. Emergency medical technicians arrived within 10 minutes and tested his blood glucose as 44 mg/dl. He was given a glucose intravenous and taken to the hospital.